Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the tensioner was returned with an unknown cable stuck within. No other damage or defect was noted during visual inspection. The complaint was not confirmed; the cable was able to be removed, and the tensioner passed functional inspection. Therefore, a root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 391.201. Synthes lot number: p168249. Supplier lot number: n/a. Release to warehouse date: 03nov2014. Expiration date: n/a; supplier: (B)(4). No ncrs were generated during production.,part # 391.201; synthes lot # p168249; supplier lot # p168249; release to warehouse date: 03 jan 2014; supplier: (B)(4). No ncr's were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation: the customer reported the cable got stuck in the cable tensioner and could not get the cable out of the tensioner. The repair technician reported the cable is jammed/stuck in the collet tips. The cause of the issue is unknown. The item was sent to the vendor 14-oct-2019. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part number: 391.201, synthes lot number: p168249, supplier lot number: n/a, release to warehouse date: 03nov2014 , expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a hip arthroplasty, an unknown cable got stuck in the cable tensioner. They could not get the cable out of the tensioner. There was no surgical delay. Procedure was successfully completed. There was no patient harm. This is report 1 for 2 (B)(4).